Manufacturer narrative:
On (B)(6) 2022, mentor became aware that field g3 ( date received by manufacturer) was mistakenly reported as "(B)(6) 2021" in the initial report. It should have been "(B)(6) 2021". Manufacturer¿s reference number: (B)(4). G3 (date received by manufacturer) incorrect in initial report.

Event description:
It was reported that a female patient underwent primary breast augmentation with a 790cc mentor memorygel breast implant and experienced implant site hematoma, and capsular contracture; baker grade IV on her left side postoperatively. The patient underwent bilateral explantation and replacement with saline mentor prosthesis. On (B)(6) 2020.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left implant site hematoma, and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).